Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during lobectomy, the black intelligent reload 60mm extra was inserted into the device, the surgeon clamped the lung tissue and when the green firing button was pressed, the device locked and would not fire. The surgeon tried again to fire the staples and the device would not fire. Another reload was used to complete the case. There was no patient injury.